Manufacturer narrative:
Tracking #.49287. Ees #.980847/j.

Event description:
It was reported the 512x was used during a gastric banding procedure. It was reported by the affilate the trocar was being used for the optical access. The distal tip of the cannula of the trocar crumbled in many little pieces after the procedure. The pieces were removed successfully. There was no consequence to the patient.